Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the bur broke at the shaft. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure, the bur broke at the shaft. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.